Event description:
Additional information received reported that analysis found that the complaint related to the recharger was unverified. There were no issues found with bench testing, no issues with charging ins or recharger or communications. It was later reported that the manufacturer representative would check with the physician for information regarding the event. It was later reported that recharging frequency matched the patient¿s settings. It was noted that it ¿all¿ resolved once the manufacturer representative met with the patient and reviewed recharging. After the question regarding whether diagnostics had been performed on the device ¿n/a¿ was written. There were no malfunctions seen or cause of issue determined. Therewere no interventions taken or planned. The patient outcome was that they were recharging normally and receiving effective therapy. It was noted ¿all resolved. It was later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient was attempting to charge (B)(6) 2014 but was unable to. The patient noted that they had always had difficulty with recharging since the implant because the implantable neurostimulator (ins) was deep and the ¿pocket was above the incision.¿ the patient noted that the ins moved and it could be difficult ¿just finding it.¿ the patient noted that ¿they¿ marked the patient¿s back but then it had moved. The patient noted that they would try the belt to see if that worked better. The patient noted that the recharger screen was frozen/unresponsive on the antenna locate screen. It was noted that the patient felt the recharger was stuck on the antenna locate screen. The patient was walked through resetting the recharger and the picture was cleared. It was noted that there was a coupling problem. The patient was able to clear the antenna locate screen and acquire 3-4 coupling bars but then lost then shortly after. After that, the patient reported that they acquired 6 bars. The patient stated that the manufacturer representative had them doing the antenna locate feature by themselves each time they charged because the implantable neurostimulator (ins) was implanted very deep and ¿never seemed to be in the right spot.¿ it was reviewed with the patient that pocket size, depth and location may impact coupling. The patient stated that they had to charge every three days due to the stimulation ¿being so high.¿ the patient was able to actively charge. It was further reported that the patient had trouble getting the boxes to stay filled. It was noted that the patient acquired 2-4 but then lost them. There was no patient harm reported. The patient again noted that the ins was deeper. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient also stated that the recharger was stuck on a picture of an "antenna and a man" since 2014-(B)(6).